Event description:
Customer reportedly received the following results on the aviva system, compared to a professional meter, within 10 minutes: 173 mg/dl (aviva) and 94 mg/dl (doctor's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.